Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 plus ventilator stopped ventilation and displayed a device error. The patient was transferred to another ventilator with no harm.